Event description:
It was reported from (B)(6) that the tubing set distal fixed male luer collar "crumbled". The nurse stated the incident happened over the past 24 hours on a medication line with an intermittent syringe infusion and stated the distal fixed male luer "crumbled" after the medication and the flush had been delivered when the set was being disconnected from the patient. The issue was resolved when tubing was replaced. There was no patient harm.

Manufacturer narrative:
Additional information provided: d.11 the customer¿s report of a damaged male luer collar was confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components visual inspection of the set noted the male luer to be damaged with the expected collar piece broken off from the collar base. Functional testing was deemed unnecessary due to the observed damage. The root cause was identified as related to design of the specific male luer component. The device history record for model me2017 could not be performed due to no lot number being provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported damaged tubing of a crumbled distal fixed collar (on the male luer end) on a bd maxguard extension set #me2017. The nurse stated the incident had happened over the past 24 hours on a med line with an intermittent syringe infusion and stated the tubing crumbled after the medication and the flush had been delivered when the set was being disconnected from the patient. The issue was resolved when tubing was replaced. There was no patient harm.